Event description:
It was reported the pt had a sub-dural bleed and had to go into surgery. When the pt was reopened, 2 plates were broken and then explanted. The surgeon discarded one plate that was completely shattered.